Manufacturer narrative:
(B)(6). The product was not returned to abbott vascular for investigation. The inability to cross a lesion/difficulty removing the stent delivery system (sds) can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, an interaction with a previously implanted stent, interactions with other devices, and accessory device support. Furthermore, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at manufacturing, improper technique or handling during sheath removal and preparation for use, or interactions with accessory devices, patient anatomy or previously implanted stents. Although the return of the xience sds may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. The failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. In this instance, the stent likely interacted with the anatomy and/or the previously implanted stent during advancement/retraction as resistance was encountered, such that the stent became disrupted on the balloon. Then, upon removal of the device, the stent may have interacted with the tip of the guiding catheter, causing the stent to ultimately dislodge in the vessel. The reported additional therapy/nonsurgical treatment and device embedded in vessel or plaque appear to be secondary effects of the reported stent dislodgement after a failed attempt to snare the stent and a dilatation balloon was used to embed the stent into the vessel wall. To ensure this type of occurrence is not a result of a potential product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security and dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. Based on the information reported, the failure to advance, difficulty removing the sds, stent dislodgement and subsequent device embedded in vessel or plaque and additional therapy/non-surgical treatment appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the posterior descending artery (pda) target lesion and an unknown stent, previously implanted in the distal right coronary artery (drca) were dilatated. A xience stent delivery system (sds) was advanced through the previously deployed stent but had difficulty advancing to the desired position in the pda. Some resistance was met during removal of the sds and the xience stent dislodged from the balloon, landing distal of the target pda lesion. Snare removal was unsuccessful. A dilatation balloon was used to embed the stent into the vessel wall. The patient was asymptomatic and there was no adverse patient sequela. The patient was discharged to home. Though requested, no additional information was provided.